Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
On 10/18/96 datascope received the mandatory medwatch form from the user facility; uf/dist report number: 33-0119-1996-0001. Event complications: <none from the event - reported 9/23/96, 10/18/96.> patient's current status: <expired - rpt'd 9/23/96.>